Manufacturer narrative:
The medium-large clip applier instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. No image or procedure video was provided for review. It was reported that the following two medium large clip applier instruments were used in the procedure, however, its unknown which instrument dropped the clip: a review of the instrument log for the medium large clip applier (470327-12/k11220104-0010) associated with this event has been performed. Per logs, the medium-large clip applier was last used on (B)(6) 2022 on system (B)(4), with 79 lives remaining. A review of the instrument log for the medium large clip applier (470327-12/n12210712-0047) associated with this event has been performed. Per logs, the medium-large clip applier was last used on (B)(6) 2022 on system (B)(4), with 62 lives remaining. This complaint is being reported based on the following conclusion: it was alleged that the medium-large clip applier instrument "misfired" during a da vinci-assisted procedure and that one clip was lost in the patient. It is unknown if the clip was retrieved, and it is also unknown what caused the reported issue to occur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the site reported a fragment falling into the patient. The intuitive surgical, inc. (Isi) clinical sales representative (csr) reported that the surgeon mentioned on (B)(6) 2022, that the clip applier instrument misfired multiple times during the case, but it was unclear if it was due to loading, handling, or disc engagement as it was his first time using the instrument. One clip was lost in the patient. The patient outcome and procedure outcome were unknown. Two medium-large clip applier instruments were used in that case, and it is unclear which one had the issue - serial #: (B)(4) and serial #: (B)(4). Isi followed up with the initial reporter and obtained the following additional information: the clinical sales representative confirmed that they were made aware of the reported issue on 9-jun-2022. Additional follow-up attempts were also made to request information from the surgeon, but as of the date of this report, no further details have been obtained.